Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
In this case, based on the provided info, the customer reported that there was an issue with the patient support that it was not working properly. There was no report of harm to a patient, operator or bystander. The philips field service engineer (fse) replaced the vertical brake.